Manufacturer narrative:
A service report completed and dated 02/27/2018 by a dmta field service engineer indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the delta iii operating manual. The details concerning individual patient outcomes are unknown. No fault with the device as manufactured. Device was found to be functioning within dornier specifications.

Event description:
Patient hematoma reported.

Event description:
Patient hematoma reported.

Manufacturer narrative:
A service report completed and dated 02/27/2018 by a dmta field service engineer indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the delta iii operating manual. The details concerning individual patient outcomes are unknown. No fault with the device as manufactured. Device was found to be functioning within dornier specifications. (B)(4) per exemption number e2012002.